Event description:
It was reported to philips that the display was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue. Field service engineer (fse) inspected the system on site and confirmed that system was having a black screen after exposure. Review of the system log file showed that a minor focus was utilized, resulting in a significant focus defect error, and the error message persisted even after a restart. Upon troubleshooting fse found that measured the large focus with lcr and found that x-ray tube was faulty. To resolve the issue, fse and replaced the x-ray tube and performed relevant calibrations. The defective component was returned to philips for analysis and found that the failure was due to large filament blown. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.